Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high and low glucose. As stated in the event, the patient did not meal announce after their breakfast which lead to a high bg followed by the low bg event. The patient was retrained by the cds on the proper use of meal announcements. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cfrd study participant reported a hypoglycemic event occurred after eating a bowl of cereal at 4 am, but did not announce a meal, where the patient's glucose briefly rose to 371 mg/dl and then it dropped to approximately 39mg/dl. The patient was treated by a family member with rapid acting carbohydrates. No glucagon injections were required. The patient's bgs came back into range and the patient was reported as fine.